Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value into carbohydrates field of the bolus menu instead of the bg field, and delivered the bolus resulting in a low bg value less than 40 mg/dl. Customer required assistance from their husband and consumed carbohydrates to address low bg.